Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After performing pre-ballooning the vessel, the user inserted the delivery system from the left cfa to place the stent in the right sfa. However the device would not pass the stenosed site. He once removed the delivery system from the patient and found the tip of the delivery system deformed, so he replaced it with another device. The replacement (manufacturer/model unknown) could pass the stenosed site and the user successfully placed the stent to complete the procedure. The patient did not experience any adverse effects due to this occurrence. For complaints observed during device preparation, ask: was the package damaged? No. How was the device stored? Vertically stored. Prefix ziv6-ptx/zisv6-ptx: are images of the device of procedure available? (No image available). Was the approach ipsilateral or contralateral? (Contralateral). If contralateral, was the bifurcation angle tight? Ni. Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Asahi intecc's cruise (size unknown). Details of access sheath used (name, fr size, length)? Terumo's 6fr destination. Was the device flushed before the procedure, as per IFU yes. What was the target location for the stent? Right sfa. Was the patient's anatomy tortuous or calcified? Ni. Was resistance encountered when advancing the wire guide or delivery system to the target location? Yes how did the physician deal with. This resistance? Removed from the patient and replaced it with another device. Did the stent delivery system cross the target location? No.

Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-80-ptx device of lot number c1932204 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. The japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It states the following: ¿when excessive resistance is felt during insertion of the delivery system, do not continue the operation forcibly. The operation should be interrupted to remove the delivery system and replace it with a new device¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre existing condition. It is known from the information provided that the patient was being treated for stenosis in the right sfa. This would have caused narrowing of the vessel which may have caused the resistance felt during advancement and the inability of the delivery system to pass the stenosed site. This resistance could have also contributed the device tip becoming damaged on removal, as we know from the patient event info that the package was not damaged prior to use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device was removed from the patient and the procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-jan-2023.